Manufacturer narrative:
The date (B)(6) 2010 is considered an approximate explant date (specifiec day and month unknown).

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient's pump was removed shortly after it was implanted and that "they never put it in right". The reporter could not remember exactly when it was removed but stated 'mid 2010'. The pump had been implanted in one state and explanted in another. No further information was provided regarding the specific issues with device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.